Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Cts assisted the customer in resetting the pump and provided guidance on resuming its use, and the customer was advised to contact support again if any further issues arose.